Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked reservoir tube lip, and minor scratches on the display window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there are many scratches on the display window of the insulin pump. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.